Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was spinal pain. On 01-mar-2018 the patient reported that the since the pump was implanted, she had two additional revision surgeries due to csf (cerebrospinal fluid) leaks. The first one was on (B)(6) 2017. The second one was on (B)(6) 2017 at which time the catheter was replaced. Since the second one, the patient stated that she pretty much had not been doing anything because she didn¿t want to have another leak, but now she had one. She recently had a cat (computerized axial tomography) scan (last tuesday or so she thought) and they weren¿t sure if it was a catheter leak or the medication. Her hcp (healthcare professional) was thinking it was a csf leak. She saw an hcp on monday of this week ((B)(6) 2018) and he did a blood patch to be on the safe side. Since then, the swelling around the pump had gotten larger to where her skin was pretty tight. The patient sent a picture of it to her surgeon and she thought they were going to see her next monday. The patient had no falls or trauma. She was still getting relief with the pump, so the last thing she wanted was for them to say the pump needed to be taken out or something. She did not want to go back on the oral medication. No further complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion code 22 is applicable for the catheter with serial # (B)(6) and conclusion code 92 is applicable for the catheter with serial # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-mar-2018 from a healthcare professional via a company representative who reported that the patient had a fluid collection at the spinal and pump pocket surgical sights. Fluid was drawn off and sent for analysis to see what it might be. The patient had headaches off and on. If the fluid came back as csf (cerebrospinal fluid), a catheter revision would be done. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.